Manufacturer narrative:
(B)(4).

Event description:
It was reported during implantation of the new lead, the capture threshold remained high from the previous lead. The lead was taken out and replaced with acceptable thresholds. The patient condition was stable after the procedure.